Manufacturer narrative:
Could not confirm or duplicate the customer¿s complaint that the device cleared and randomly restarted / rebooted on its own. Review of the logs did not show any uncontrollable shutdowns, or battery related issues that would have caused the device to power down or reboot on its own. Device passed self-test with no error alarms. Device passed cassette alarm test. Programmed the device to run at a rate of 999 ml/hr. For a duration of 1 hour. Device passed the run in protocol test. Probable cause for the customer¿s complaint of the device clearing or restarting/rebooting on its own was not found. During inspection found the front enclosure, rear enclosure, fluid shield, and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, fluid shield, and cassette door. Probable cause is physical damage consistent with normal wear and tear.

Event description:
The event involved a plum 360¿ infuser pump where it was reported that during infusion, the pump cleared and restarted randomly. There was patient involvement with no harm.